Event description:
Drug/diluent: naropin. Fill volume: 400ml and flow rate: unk. Procedure: unk. Cathplace: unk. Pump ran out in 12 hours. Fill volume of pump was confirmed prior to filling the pump. Date of event: (B)(6) 2011. Per dfu: labeled fill volume: 400ml. Maximum fill volume: 550ml. Saf flow rate: 2, 4, 6, 8, 10, 12, 14ml/hr. Delivery accuracy: when filled to the labeled volume, flow accuracy is + 20% of labeled rates when infusion is started 0-8 hours after fill and delivering normal saline as the diluent at 22 degrees celsius / 72 degrees fahrenheit.

Manufacturer narrative:
A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specification prior to release. Results: device was received for eval and investigation, and testing is currently being performed. Conclusions: a follow-up report will be filed when investigation has been completed.